Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported ER visit and diabetic ketoacidosis. Lot release records were reviewed and the product lot met all acceptance criteria. Locked down smartphone: phone_control_ios: omnipod software app version: 2.0.4, operating system: 18.5, hardware: iphone15.4, cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient sought medical attention at the emergency room on (B)(6) 2025 with diabetic ketoacidosis. The patient¿s blood glucose rose above 400 mg/dl while wearing the pod between 4 and 24 hours. Reported symptoms include nausea, stomach pain, an inability to eat or drink and the patient reported having circles under their eyes. The patient administered a manual injection of insulin; however, this did not bring their blood glucose levels within range so they presented at the emergency room. The patient was treated with 2 litres of intravenous fluids and an unspecified medication for nausea. It was also reported that the patient¿s blood and urine were tested for ketones and that they measured high (no values provided). The patient was released 8-10 hours later, on the same day.